Event description:
The manufacturer received return product with no reason for explant. The patient was listed as expired in the manufacturer's device registration system. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The ipg output was tested at the cut end of the extension. Good, stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load that was connected to the cut end of the extension. Final device and lead analysis revealed no anomaly found - normal device and lead function.